Event description:
It was reported by service report that the bed had no motor controls. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: set screw was not adjusted properly to activate the micro switch.